Manufacturer narrative:
(B)(4). Due to the lack of information, the case is not currently assessable and this case is being conservatively reported. Baxter is currently in the process of following up with the reporter for additional information. A follow-up report will be submitted upon receipt and evaluation of additional information.

Event description:
It was reported that a general surgeon was performing laparoscopic abdominal mast dissection. It was noted that after hours, the crew gave the surgeon an easyspray set and they forced an evicel spray tip. They did not check the wall pressure of the nitrogen, and it was in the red on the easyspray. The reporter stated it ended up blowing a hole in the patient¿s diaphragm. The patient went into asystole (heart stopped) due to the high pressure. No further information provided. [Note: this complaint is for the sprayset that is involved. Please refer to baxter reference # (B)(4) for the easyspray device. Evicel spray tip is a non-baxter product manufactured by ethicon.]

Event description:
The following additional information was received from the reporter on (B)(4) 2014: is it correct that the easyspray regulator has been used in a laparoscopic procedure? Response: yes the open easy sprayer was used in a laparoscopic case. To what source of gas has the easyspray been connected? Response: the easy sprayer was connected to our wall nitrogen supply. What tubing has been attached to the pressure regulator, and what was the output pressure of the easyspray (in bar)? Response: I believe they had the open tisseel sprayer tubing, they told me it was in the red. Has the baxter spray set for tisseel been also used? Response: open sprayer set for tisseel was used. Has evicel been applied with the easyspray regulator? Response: the team used a long laparoscopic tip for evicel/ethicon. Can you please specify which fibrin sealant applicator (brand name) has been used? Response: tisseel/baxter. What was the indication to spray fibrin sealant (bleeding; open vessel; sealing or tissue attachment)? Response: not sure is the event of a gas .embolism possible? Response: not sure. Please confirm diaphragmatic rupture due to pressure. Response: I cannot confirm that. It's our understanding that the patient became asystolic, and if yes, what could be the mechanism triggering asystoli? Response: yes, that is what I was told. Too much pressure intra-abdominally. Once they shut the gas (co2) off she came back right away. Please describe the treatment and course of the complication. Response: I do not know. For a lot of these questions, you might have to contact the surgeon. In addition, the reporter stated she made labels for the sprayers clearly stating which is used for laparoscopic cases and which one is used for open cases. Note: this is one of two reports. Please refer to mir# 2032282-2014-00068 for the tisseel spray set product.

Manufacturer narrative:
(B)(4). Additional information was received from the reporter and the case was assessed. Baxter follow-up medical assessment summary: further clinical investigation has confirmed the following course of considerable use errors leading to the life-threatening complication of a cardiac arrest: decision to use the easyspray pressure regulator in a laparoscopic procedure (which is an off-label use; for laparoscopic procedures the duplospray mis is to be used). Connection of the easyspray to the nitrogen wall supply. Use of nitrogen is correct for the easyspray device, but absolutely contraindicated to be used instead of co2 in laparoscopic surgery. As an accessory the tisseel spray set has been used, but this has been (n.b. Forcefully) connected to the evicel/ethicon long laparoscopic tip (a device not designed for use with tisseel and easyspray regulator). During spray application the pathologic increase of intra-abdominal pressure (working pressure and mechanism of easyspray is different from the one of the minimally invasive surgery indicated duplospray mis), lead to an abdominal compartment syndrome (acs). The increased intra-abdominal pressure causes compression of the vena cava with decreased venous return to the heart, and leads to a pathologic elevation of the intra-thoracic pressure resulting in multiple negative cardiac effects that may lead to a cardiac arrest. The reported cardiac arrest subsided immediately after decompression and release of co2 (and nitrogen) from the abdominal cavity. Patient has fully recovered without any permanent injuries or functional deficits. The initially described diaphragmatic rupture was not confirmed. If a diaphragmatic rupture had occurred, the patient would not have fully recovered without further medical/surgical intervention. The cardiac arrest is related to the chain of above described chain of use errors. Given the severity of this event a documented retraining of the user and or personnel in the reporting facility on the correct use of tisseel spray application in laparoscopic procedures is required. Finally, it must be emphasized that the complexity of the event and other risks associated with the insufflations of co2 during laparoscopic procedures may also be major contributing factors to the occurrence of the reported cardiac arrest. Baxter vienna completed the investigation. Sample was not available for evaluation. Labeling was reviewed and the following warnings have already been included: ¿only baxter spray sets designated for use with the easyspray pressure regulator shall be used,¿ and ¿the easyspray pressure regulator is only intended for open surgery. Any application in laparoscopic or minimally invasive procedures, as well as the use in the presence of an open dura mater (neurological and spinal surgery) is strictly contraindicated.¿ a modification to the easyspray has been initiated to reduce the maximum pressure output to 2 bars and the operation manual was updated refering the user to the spray set IFU (which states to spray a distance of 10-15cm and a pressure between 1.5 to 2.0 bars). No trend was identified. Per vienna, no further investigation is required. Multiple attempts were made to contact the operating surgeon. No response was received. A final written attempt will be made requesting the additional information and outlining the appropriate use of the product as per IFU. The manufacturer of evicel spray tip (ethicon) was notified of this case. This case will be kept on file for trending purposes.